Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed itching, rash, inflammation, swelling, pustules, blisters, burning, redness, pimples, bumps, dry skin, drainage and hives. The patient was evaluated by a health care provider who prescribed a topical medication (triamcinolone topical .01%) and oral medication (prednisone). A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.